Event description:
It was reported the patient could not walk because stimulation was on too high. The device was set to 7.0 v. The night prior the patient turned it up to 10 v. It was stated that the patient was told that the "wire was put in wrong" by a manufacturer representative. The patient reduced stimulation and was able to walk better. Three days later it was reported that the patient would fall constantly and could barely walk since the implantable neurostimulator (ins) was implanted. The patient had a scheduled appointment with his physician the next day. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Correction: hospitalization should have been checked on previous report. Correction: serious injury should have been checked on previous report.

Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 37092, lot# 239260001, implanted: (B)(6) 2010. Product type: accessory: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 3708140, serial# njb055163v, implanted: (B)(6) 2009. Product type: extension. (B)(4).

Event description:
Additional information received reported that the patient was hospitalized due to frequent falls. The system was interrogated and no impedance issues were seen, and it was noted that the patient had decreased strength in his legs. It was not clear whether the system was causing the falls, so the system was turned off to allow the patient to have further imaging and a myelogram. Once the system was turned off, the patient experienced even more falls and wanted to turn it back on. It was reported that the patient was seen several weeks later and was doing better, and no issues were seen with the stimulator.

Manufacturer narrative:
(B)(4).